Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 5.0mmx100mmx150cm sterling balloon catheter was advanced for dilatation. However, during initial inflation at 14 atmospheres for within 30 seconds, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported.